Event description:
The recipient reported experiencing a dull pain at the implant site, along with sound quality issues. The recipient used tylenol for pain management. Recipient was prescribed antibiotics for soft tissue surrounding the implant site.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly lost to follow up. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.